Event description:
It was reported that during a procedure at the user facility two tourniquets tearing at the seams and not holding pressure. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.